Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 16fr foley catheter in our bard foley catheter kits had a ridged tip. One of our gynecologist documents had complained that the tip was caused irritation and some bleeding to the urethra when inserted and removed. No medical intervention was reported.

Event description:
It was reported that the 16fr foley catheter in our bard foley catheter kits had a ridged tip. One of our gynecologist documents had complained that the tip was caused irritation and some bleeding to the urethra when inserted and removed no medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. It was unknown whether the device had met relevant specifications. The potential root cause for this failure could be due to incorrect material properties which results in uneven pick-up that may cause surface irregularities. A DHR review is not required as the lot number is unknown. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.